Event description:
During an endoscopy procedure, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set - push. As they were pulling the tube through the patient, the wire guide came apart. The sheath came apart. The physician was able to complete procedure with this wire guide. The wire guide did not break in half. The device was sent to the supplier on (B)(6) 2015; the supplier evaluation was received on (B)(6) 2015. The supplier evaluation determined that the wire had completely separated into two sections. A piece of the mandril wire was also noted to be missing during our investigation. This type of occurrence has been established as a reportable event. The initial reporter stated that a section of the device did not remain inside the patient's body; the facility was notified about the missing section, however, the location of the missing section detected during our laboratory evaluation is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. Approximately 178cm of the green coil spring has unraveled and detached from the mandril wire. The detached section of the green coil spring looks to be extremely stretched. The mandril wire is exposed at the distal end. The flow tube was also provided with the return. It was received broken with half of the device not included in the return. The device was sent to supplier for evaluation on (B)(6) 2015. The following is their evaluation, received on (B)(6) 2015: the wire guide with an unknown lot number, was returned in a used, damaged condition. A visual examination discovered that the wire had completely separated into two sections. The distal end of the wire guide, including the elongated section of coil, measured approximately 188 cm in length. Further examination confirmed that approximately 72 cm was uncoiled, with the remaining coil measuring approximately 116 cm in an elongated state. The distal assembly connection, including the coil and safety wire remained secure. Measuring from the assembly connection, the coil, including elongated section of coil, measured approximately 210 cm in length. The distal end of the mandril wire was found to be exposed and missing the tapered section. Since the safety wire and distal assembly connection remained intact, with what appears to be a section of the mandril wire missing, it is logical that the wire met resistance beyond its intended design, resulting in breakage and/or the wire being cut in an effort to remove. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the condition of the wire guide (wire guide is broken) prohibited a functional evaluation. Therefore, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push and all wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the assessment results as post market feedback continues to become available.